Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. (B)(4).

Event description:
The customer reported that the ventilator alarmed with high pressure. Medical intervention reported by customer. The customer reported the device was in use on patient, but there was no patient harm.